Event description:
Reporter alleged obtaining a discrepant blood glucose result of 140 mg/dl on the customer using the advantage system compared back to back with a result of 40 mg/dl on the emt's system when testing was performed less than 10 minutes apart. Reporter indicated that she was experiencing some hypoglycemic symptoms of lethargy and the inability to get up before the tests were taken, so she called the emts. Reporter stated that she was treated with glucose and then taken to the hospital for observation. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.